Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance measurements and stopped sensing. Subsequently, additional intervention was taken and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.